Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger. Analysis of the desktop charger (dtc) [s/n (B)(4)] found bent connector pins on the cable assembly. Evaluation conclusion, results and method codes applies to the desktop charger (dtc).

Event description:
The consumer reported that the implantable neurostimulator recharger (insr) was not charging itself on (B)(6) 2016. While the insr was plugged in recharging, the insr flashed 1/4 charge and then the insr just shut off after 45 minutes to an hour. The patient then plugged and unplugged all cords, and a screen would pop up indicating the insr charge level was low and to charge the insr. Eventually, the screen went to the insr charging screen, but it would only flash 1/4 charged and shut off again after a period of time. It was noted that the connector pin looked intact. There was no alleged out of box failure. Due to the insr issues on (B)(6) 2016, the patient had been unable to recharge the implantable neurostimulator (ins); the ins battery was running low which was causing the patient's pain to come back. It was noted that the patient's pain was getting out of hand; he stated that he had a double spinal cord injury and crushed seven nerves, a result of "blowing up" his l4 vertebrae. A replacement insr was requested. There was no indication of patient harm. Additional information received from the consumer reported that patient received the replacement insr on (B)(6) 2016 and the desktop charger (dtc) would not charge the replacement insr on (B)(6) 2016; the patient stated the replacement insr was doing the same thing as the old insr. The patient was panicking because he only had 1/4 charge on his ins. He stated that he broke his back in 2008, and when he was in pain he had to go to hospital and his heart sometimes stopped. It was also reported that the connector pin seemed tight, but the dtc was hot and there was a green light. There was no alleged out of box failure. There was no patient injury reported. The patient's indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.